Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 18-aug-2025, the user's contact reported persistent high blood glucose (bg) levels, noting the user is a very high insulin user both before and while on the ilet. Reports showed the user remained high throughout the previous day, especially after meals, as the ilet was unable to keep up. The user uses cd infusion sets, ruling out bent cannulas, and no leaks or bubbles were observed. The highest bg recorded was 400 mg/dl, with levels out of range for more than 90 minutes, corrected gradually through ilet adjustments. The contact inquired about u-200 insulin, and the agent clarified this is off-label but could be discussed with the user¿s doctor. The ilet did provide high bg alerts, no symptoms were reported during the event, and no outside assistance or medical intervention was required at the time of call.